Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump was programmed and then, while in use with a patient, presented with error messages 41171, 4098, 2963, and 1581, 2963, 1581. There were no reported adverse events.

Manufacturer narrative:
Other, other text: h3: one cadd solis hpca pump was repaired by the german service center before the complaint was reported. The repair noted indicate that error codes 41171, 4098, 2963, and 1581 were confirmed. The pump's microprocessor board was found faulty and it was replaced.